Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial: (B)(4), description: enh st ld kit,sc-2218-50. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient¿s ipg site was tender and sore. The patient underwent an explant procedure. No device malfunction was suspected.